Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name: coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 23, 2017 that a flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100watt laser. According to the complaint, during the procedure and inside the patient, the physician pushed the laser fiber through a severely deflected flexible ureteroscope to get the stone. The laser technician was asked to turn on the aiming beam and it was not visible. The physician tried firing laser energy several times and it did not fire. The physician pulled out the laser fiber and found a crack about 10 cm from the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 293 cm from the top of the connector to the break. The second piece measured approximately 1.7 cm from the top of the break and includes the entire distal tip. There was a burn mark at the break. Functional analysis revealed that the aiming beam was bright, clear and scattered. The condition of the returned device confirmed that the fiber was broken. However, aiming beam not visible or weak/dim was not confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy (pcnl) procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100watt laser. According to the complaint, during the procedure and inside the patient, the physician pushed the laser fiber through a severely deflected flexible ureteroscope to get the stone. The laser technician was asked to turn on the aiming beam and it was not visible. The physician tried firing laser energy several times and it did not fire. The physician pulled out the laser fiber and found a crack about 10 cm from the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.